Manufacturer narrative:
The insulin pump was received with critical pump error open book image and unable to download due to severe corrosion on all the electronic assemblies. Corrosion was found on the battery tube, severe corrosion on force sensor assembly and corrosion on the motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. Unable to verify button responses, frozen screen anomalies and time clock anomalies due to critical pump errors. The insulin pump had scratched casing, minor scratches on the lcd window, pillowing keypad overlay, cracked case on battery tube area, cracked battery tube threads and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the keypad is not functioning. The customer's blood glucose reading was 130 mg/dl at the time of incident. Troubleshooting found that alarm could not be cleared before or after a battery change. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.